Event description:
It was reported to philips that the allura xper fd20 system host pc cannot power on. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system host pc could not be turned on. Further inspection of the system revealed that the host pc was defective which led to the issue. As a part of troubleshooting, the fse ordered and replaced the host pc, reinstalled the system software and calibrated it. The device returned to use in good working order. The codes were updated based on the investigation outcome.